Event description:
The facility reported a flo-gard infusion pump which keeps beeping. According to the facility, it is unknown when or in which care area this event occurred. This facility was not willing to be contacted for any further information. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. During product evaluation, a baxter service technician confirmed the reported condition as a false downstream occlusion alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a flo-gard infusion pump which keeps beeping was confirmed during product evaluation as a false downstream occlusion alarm. This condition was caused by the pump's door assembly being broken at its upper and lower hinge stops. The door assembly was replaced to correct the reported condition.should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous reported problem with this pump. A follow up report will be submitted if additional information becomes available.

Event description:
The crrt drain bag leaked. The leaking occurred at the blue spout. The machine did not alarm, but the rn noticed the fluid on the blue pad and spotted the leak. The slide could not be manipulated to stop the leak.